Event description:
While advancing perclose (6 fr) catheter device broke off leaving the needles and distal end of the device in the pts right femoral artery. This required surgical intervention to retrieve the object.